Event description:
Boston scientific received information that following the implant procedure for this implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) lead the shocking impedance measurements in triad configuration were averaging higher measurements than expected in the 90 ohms range. Defibrillation threshold (dft) testing was performed which reported a shocking impedance of 60 ohms. When programmed ra coil to rv coil configuration the shocking impedances were greater than 125 ohms. The device was permanently programmed back to triad configuration. There were no plans for additional intervention. The high shocking impedances planned to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately five years later the lead continued to exhibit high shock impedance measurements greater than 140 ohms. A revision procedure was performed and the rv lead was surgically abandoned. The ICD remains in service with the new rv lead. No additional adverse patient effects were reported.